Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
Healthcare professional later reported via operative report "implant rupture from an aggressive hug". Allergan medical health professionals have determined it unlikely that a hug will rupture a silicone implant. The event will remain device related. The device has been explanted and replaced. Capsulotomy performed.

Event description:
Patient reported a right side rupture confirmed via CT scan. Healthcare professional later confirmed a right side rupture. Healthcare professional later reported via operative report "implant rupture from an aggressive hug". Allergan medical health professionals have determined it unlikely that a hug will rupture a silicone implant. The event will remain device related. The device has been explanted and replaced. Capsulotomy performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. ¿ pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture confirmed via CT scan. Healthcare professional later confirmed a right side rupture. Device remains implanted.